Event description:
It was reported guide wire that was included in the pack had a damaged section that was discovered while trying to advance it through the dilator. No harm to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use related. One nitinol guidewire and one secureloc introducer needle were returned for evaluation. An initial visual observation showed use residue throughout the returned samples. The guidewire was returned threaded through the introducer needle. The coiled section of the guidewire was observed to be bent slightly and damaged about two inches proximal to the weld tip. A microscopic observation revealed a gap between two of the coils of the guidewire with a few coils compressed and bent slightly distal to this gap. The edge of the bevel of the introducer needle was observed to be damaged. The observed damage to the guidewire and the needle bevel suggests the guidewire was withdrawn over the needle bevel causing the coils of the guidewire to catch on the bevel and become compressed, resulting in the observed gap in the guidewire coils. This complaint will be recorded for future trending and monitoring purposes.